Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that prior to a radiofrequency ablation procedure the transseptal needle was fractured at the edge. The needle did not come into contact with the patient, and another needle was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full needle was returned in segments and analyzed. The tip was found to be fractured - damaged during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.